Event description:
The complainant reported the automated impella controller (aic) was being serviced for a preventative maintenance, and the aic did not pass the battery check. The device intermittently shut down after re-engaging the transport switch. No patient was involved.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email d2 device name has been updated d9 device return date added updated h3 to device evaluation anticipated h6 type of investigation code added.